Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the left atrial appendage closure (laac) procedure to treat atrial fibrillation versacross connect laac access solution kit was selected for use. It has been mentioned that physician got access at start of case and tried advancing rf 0.035 j wire through access needle and kept having trouble, when removed the tip of wire was shredded and frayed. The outside coating or core of wire was destroyed. The physician was unaware of any tortuosity or blockage in right femoral vein. Patient didn't have any issues at groin site. Wire and piece were removed successfully. The procedure was finished using a new 0.035 j tip 180cm versa cross connect rf wire. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Event description:
It was reported that during the left atrial appendage closure (laac) procedure to treat atrial fibrillation versacross connect laac access solution kit was selected for use. It has been mentioned that physician got access at start of case and tried advancing rf 0.035 j wire through access needle and kept having trouble, when removed the tip of wire was shredded and frayed. The outside coating or core of wire was destroyed. The physician was unaware of any tortuosity or blockage in right femoral vein. Patient didn't have any issues at groin site. Wire and piece were removed successfully. The procedure was finished using a new 0.035 j tip 180cm versa cross connect rf wire. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
Device technical analysis. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Media provided made it possible to confirm the event.